Event description:
It was reported that the 2.75 x 18 mm xience xpedition was removed from the package. The yellow protective sheath and mandril were removed and it was noted that the stent remained in the yellow protective sheath. The device was not used and there was no patient involvement. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.